Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline could not be opened to achieve the cigar shape despite torquing of the pushwire; therefore, it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The event cause could not be determined as the pipeline was found fully opened; however, it is likely that the damage to the braids and capture coil may have contributed to the event cause. (B)(4).